Manufacturer narrative:
The customer met with their clinical diabetes specialist, and will be trying different infusion sets to see if that helps. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer blood glucose (bg) levels were elevated at 400mg/dl. Elevated bgs were treated via manual insulin injection. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer consult with their healthcare provider to discuss elevated bgs.